Manufacturer narrative:
The device is available for evaluation- it has not been received.

Event description:
The event occurred on an unknown date involving an unspecified plum pump where it was reported that the flow rate is lower than programmed. The event happened during infusion. At the end of the infusion, liquid remains in the bag for half an hour more and another time for 5 minutes more. No patient involvement, no human harm, no delay in therapy, no need for medical intervention. No alarm from the pump. This is the first of two events.

Manufacturer narrative:
The customer did not return this device for testing, therefore a comprehensive investigation into the complaint could not be performed. A service history review could not be performed as no serial number was provided by the customer. The event log and alarms log was not provided by the customer therefore no review could be carried out. The complaint cannot be confirmed. Testing a representative device would not aid in this investigation.